Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling was reviewed and found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated they were getting low flow alerts (02) in an arctic sun device, flow rate (fr) was 0.6lpm. Guided to diagnostics, system hours 3969, pump hours 160, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 32 percentage. Disconnected and reconnected pads using proper technique, flow rate (fr) dropped to 0lpm. Nurse noted when they manipulate the connector the device seems to flow again. Tried moving pad to another port, but there was no increase in flow. Ensured tubing straight and unobstructed, placed towel between bed and tubing. Nothing would increase the flow beyond 0.6lpm. Added second pad and flow rate (fr) settled at 2.2lpm. For complaints, please contact daytime supervisor for pad return after the new year (therapy just started).

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated they were getting low flow alerts (02) in an arctic sun device, flow rate (fr) was 0.6lpm. Guided to diagnostics, system hours 3969, pump hours 160, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 32 percentage. Disconnected and reconnected pads using proper technique, flow rate (fr) dropped to 0lpm. Nurse noted when they manipulate the connector the device seems to flow again. Tried moving pad to another port, but there was no increase in flow. Ensured tubing straight and unobstructed, placed towel between bed and tubing. Nothing would increase the flow beyond 0.6lpm. Added second pad and flow rate (fr) settled at 2.2lpm. For complaints, please contact daytime supervisor for pad return after the new year (therapy just started).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.